Manufacturer narrative:
No lot number was available. A foreign body reaction occurred but it cannot be determined on the information available if this was caused by neurolac. Foreign body reactions may occur, and they are addressed in the product risk management file and documented in our instructions for use. If new information will become available, a follow-up report will be submitted.

Event description:
Patient had a glas wound in the mid nerve (nervus medianus), formation of neuroma, no feeling in fingers except distal p dig 3 and no function. The surgeon removed the neuroma; the gap created in the nerve was bridged by using neurolac (implantation (B)(6) 2017). Post op info: nerve recovered well, finger function and sense much better. On (B)(6) 2017 a swelling (bump) was seen. Antibiotics prescribed and after that spontaneous relief. On (B)(6) 2018 explantation because the patient had pain, a bump and stiff fingers. After explantation the surgery site is now calm; patient is satisfied with function/result.